Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) generator change out procedure, upon disconnection of the left ventricular (lv) lead the patient went asystole. It was noted that the device was in programmed mode of pacing in the ventricle and sensing off and response to sensing off. The crt-d was explanted and replaced with a new cardiac resynchronization therapy defibrillator (crt-d) and upon connection of the right ventricular (rv) lead to the new crt-d, no superior vena cava (svc) coil impedance measurement was available, although the old crt-d measured svc coil impedance normally. The rv lead svc coil impedance was programmed off and the lead remains in service. The lv lead and new crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that when the patient experienced the asystole the lv lead was immediately connected to a analyzer and pacing support was provided.